Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01878, 0001822565-2023-01877, 0002648920-2023-00153. D10-medical product: seg knee poly insert, sz c, item#: 00585001395, lot#: 62162313; segmental art surf, sz b, 12mm, item#: 00585002012, lot#: 62043776; long 15mm diameter 155mm length straight stem extension, item#: 00598801115, lot#: 62172241. G2- spain. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and eight months post implantation to chronic rupture of the quad tendon. The patient underwent tendon repair with mesh during which, the poly bearing was upsized to correct recurvatum. Approximately six weeks after initial surgery, the patient reported hyperextension of the knee with partial weight bearing. The patient was progressing well but was instructed to wear an extension brace to prevent further loading on the implant or surrounding tendons. The patient continued weight bearing on the leg without bracing and experienced rupture of the patellar tendon. The patient was splinted, and the surgeon decided not to revise at that time pending a custom implant. Approximately three years postop, the patient fell and fractured the tibia at the tip of the stem. The fracture healed with conservative treatment. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during initial surgery. Follow up note indicates that the patient experienced hyperextension without any clicks and pain. Additional note states patient unable to extend due to possible rupture of the patellar tendon due to overload. A later note says MRI cannot confirm the status of the patellar tendon but clinically ruptured. Three years post op, pain at the ruptured quad tendon, he still does not wear the orthosis with extension lock. The risk of attempting a reconstruction of the quadriceps tendon seems unaffordable. Patient had a fall and fractured a bone near the tibial stem, and it was healed. One week later patient was revised as quadriceps tendon rupture repair with mesh and poly was upsized to 14mm to correct recurvatum. Based on the information from a CAPA, it was identified that the poly box is susceptible to deformation under certain loading conditions which was not recognized as a design input, and it led to hyper-extension of the knee. The poly box has been redesigned. Therefore, reported hyperextension is due to design issue. However. It unknown whether the bone fracture, tendon rupture is due to reported hyperextensions. Complaint is confirmed based on the medical record review. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.

Event description:
No further event information available at the time of this report.